Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he was unable to pump it to full erection and described the pump as too hard to squeeze. A surgical procedure was performed in which the pump was cut from the cylinders and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he was unable to pump it to full erection and described the pump as too hard to squeeze. A surgical procedure was performed in which the pump was cut from the cylinders and replaced with a new one. There were no patient complications reported.